Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that this unit has a vent inop alarm on start-up. There were also multiple errors in the error log. Technical support advised the customer to check all connections to the gas delivery engine. There was no patient involvement in the reported incident.